Event description:
A customer in (B)(6) reported that they received an erroneous result with the cobas ampliprep / cobas taqman hcv test us-ivd (m/n 03568555190 batch m14026). The customer stated that a sample produced a result based on a spike at cycle 6 vs. The actual amplification curve when did not come up until approximately cycle 28. The sample generated a result of >69,000,000 iu/ml. Upon repeat, the sample result was 88,000 iu/ml. The customer reported both results to the physician, about 36 hours apart. However, there was no change / effect on patient treatment.

Manufacturer narrative:
The issue is under evaluation. It is thought that the cause of the discrepant result is likely due to dirty thermal cycler wells of the customer's cobas taqman analyzer, which produced low fluorescence intensities, resulting in a very low baseline. However, no conclusions can be drawn at this time.